Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the motor was frozen/seized, therefore the device could not be tested for temperature and the customer's complaint of overheating could not be confirmed. The handpiece was disassembled and found out that the collet/ motor assembly was corroded. The device was evaluated and scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during testing. There was no patient or staff impact.